Event description:
During medical emergency, it was noted that defibrillator would not charge or deliver a shock. The equipment displayed an error message stating "defib disabled" multiple times in both AED and manual mode. Equipment could not be used and was replaced with an alternate device.